Event description:
Attempted retrieval of gunther tulip vena cava mreye filter, which was positioned supra renal in late stage pregnancy female. Filter hook snared and on attempted retrieval, as per the IFU, legs embedded in supra renal ivc wall. On attempting to disengage snare retrieval loop from filter hook, the snare loop became fixed onto hook and could not be released, despite multiple attempts. The patient complained of severe pain when the device was being collapsed. The consultant felt the device feet were embedded and decided to abort retrieval, as filter could not be removed and snare wire could not be disengaged. Following discussion with other consultant colleagues, a decision was made to cut the snare loop wire flush with the skin and allow it to withdraw into the vein. This procedure was performed. It is not known presently whether the feet of the filter or the free floating end of the snare wire have caused internal bleeding. The removed part was discarded. Wire snare and ivc filter remain in the patient. Patient outcome: imagining to define patients condition, patient is currently in hospital as the cardiac team and radiological team decide on the next move. Patient remained stable for approximately 24 hours then developed pain and hypotension. Imaging showed pericardial and peri-ivc intra-abdominal fluid, presumed bleed. Currently being managed conservatively. Patient in (B)(6). On (B)(4) 2010, mail info from sales rep informing that the patient has been sent home and is being monitored via mr on a regular basis until a decision is made.

Manufacturer narrative:
(B)(4).